Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for implant procedure. During procedure, the implantable cardioverter defibrillator's set screw could not be tightened. The implantable cardioverter defibrillator was not used and was replaced. The patient was stable post procedure.

Manufacturer narrative:
Analysis found that the right ventricular setscrew was marginally stripped. The amount of stripped threads on the setscrew was minimal and did not prevent the setscrew from engaging by the torque driver. Furthermore, it was noted the setscrews had been tightened down too far in, which prevented the leads from being fully inserted into the lead bore. The setscrew was untightened to the expected position, and it functioned properly. The issue was consistent with the implant procedure.